Event description:
Information received regarding the explanted device notes that the patient went to the emergency room due to feeling dizzy. Interrogation of the pulse generator revealed 210 ohms lead impedance. Therefore, the lead was replaced.